Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported the infusion device does not properly display w2 (battery low) warning and only displays e2 (battery depleted) error and then the infusion device shuts down. He does not have time between the e2 error and the device shut down to change the battery. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.